Event description:
Ous MDR - after an implantation time of approx 25 months, it was reported that the ICD displayed eri. No worsening of the pt's state of health was reported. According to the complaint, the pt's life was not in danger.

Manufacturer narrative:
Ous MDR - an eri device status and the 46 documented charge procedures were confirmed. Visual inspection did not reveal any peculiarities. The memory content of the ICD contained data as expected. The test did not show any indications of a device malfunction. Therapy capacity of the ICD was then tested. The antibradycardiac start signal was functional and corresponded to the programmed values. A fibrillation signal was simulated, which the device detected as expected. The detection process was followed by a charge procedure, which was cancelled; this indicates a strongly depleted battery. The device was then opened. The battery was depleted. The use of electricity of the electronic module was checked and showed no peculiarities. The electronic module was connected to an external voltage source. Another fibrillation signal was simulated and the module reacted accordingly with a defibrillation shock. The specified energy level of 40j was reached. The electricity use of the electronic module under stress continued to be unproblematic. In order to provoke potential high-current states of the electronic module, temperature tests were performed. The electricity use of the module was continuously tested with the home monitoring send circuitry activated. The electricity consumption of the module was within expectations. The battery was sent back to the manufacturer for further analysis. The manufacturing process of the battery was tested. The manufacturing documents did not show any problems. The battery corresponds to the charge medium. No malfunction of the battery was found during manufacturing or testing procedures. Upon delivery, the battery behaved according to specifications. The microcalorimetric measurements showed increased heat with declining tendency. The voltage status of the battery increased after disconnecting the load. Based on these observations, the conclusion is possible that the battery at the time of analysis was no longer under internal or external stress. During the x-ray test, the internal structure of the battery was tested. The test did not indicate a premature discharge of the battery due to assembly. The battery was then destructively analyzed. The battery was depleted; the lithium of the anodes was almost completely used. The transition resistance between cathode and anode was according to specifications with greater than 20 mohm. The separator opening of an outside cathode showed slight damage. The separator opening of the opposite anode was complete. A reason for a possible increased internal self-discharge could not be identified. In summary, the analysis identified premature battery depletion. Despite in depth and comprehensive research in its causes, the source of the problem could not be identified. In the manufacturing procedure, the ICD showed no clinical problems until the day of its delivery.